Event description:
Per the clinic, the patient experienced an impaired healing post implant surgery due to previous history of skin tissue thinning, resulting in an infection at the implant site. Subsequently, the device was explanted (specific date not reported). It is unknown if the patient was reimplanted as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was reported that the patient developed wound dehiscence with extrusion of the receiver/stimulator, which correlated with the previously reported event. Device analysis report attached.